Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00767.

Event description:
The user facility reported that the angio-seal guidewire was inserted into the procedure sheath, which was already positioned in the artery and the procedure sheath was replaced with the locator/insertion sheath assembly, which were mate with. Then the arteriotomy locator and guidewire were removed from the insertion sheath. When the angio-seal device was being inserted into the insertion sheath, there was resistance like getting caught and the angio-seal device became unable to be advanced. Another angio-seal device from the same lot was unpacked and only device was used and inserted into the insertion sheath, but the device could not be pulled and locked. Then the insertion sheath and the device were withdrawn, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. Estimated blood loss was less than 250cc's. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was not performed due to the patient's condition. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter were unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - (B)(4) is based upon evaluation of the return sample; (B)(4) is based upon dimensional testing of the returned sample. One used 8fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was returned for evaluation. No other components were returned for analysis. Upon examination of the carrier tube, it was noted that the device cap is full forward lock position with color bands concealed. The bypass tube was not found on the device. A major kink was observed on the proximal portion of the sheath towards the device cap. Collagen was completely exposed to blood like substances. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.103" which was within the specification of 0.102'' +/- 0.005. Measurement was found to be within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint can be confirmed for assembly difficulty of sheath and carrier tube assembly. Based on the returned device, it is likely that the bypass tube was lost while attempting to advance the carrier tube through the sheath hub. The kink observed on the sheath shaft below the hub could also be a likely result of the difficulty experienced. The functional testing was unable to be completed as the bypass tube was not returned. Dimensional testing of the carrier tube was within specification. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).